Manufacturer narrative:
Device evaluated by MFR: the evaluation of the rf 3000 generator revealed the device passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device volume cannot be adjusted. The patient was undergoing radiofrequency ablation (rfa) in the liver with a rf3000 radiofrequency generator. During the procedure, "the volume switch was moved and the sound became big at a certain position"; therefore the procedure was completed with this device at that position. There were no patient complications reported.

Event description:
It was reported that the device volume cannot be adjusted. The patient was undergoing radiofrequency ablation (rfa) in the liver with a rf3000 radiofrequency generator. During the procedure, "the volume switch was moved and the sound became big at a certain position"; therefore the procedure was completed with this device at that position. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).